Event description:
The product was used during an endoscopic vein stripping procedure. Reportedly, the instrument jammed. The surgeon converted to a laparotomy and manually sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.

Manufacturer narrative:
03/04/1999- supplemental report #1 sent to FDA.